Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("chronic salpingitis"), device dislocation ("migration of essure device / displacement of essure / migration of left essure coil into distal left tubal lumen"), genital haemorrhage ("heavy abnormal bleeding") and intracranial aneurysm ("cerebral aneurysm") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, anemia, seizures, cancer, diabetes, heart disorder, cesarean section in 2004, tubal ligation, menses irregular, hydrosalpinx, perineal pain and perineal pain. Current weight 310 lbs. Concomitant products included antibiotics, hydrochlorothiazide;losartan potassium (losartan hct), ibuprofen since 2012, medroxyprogesterone acetate (depo provera) and sertraline hydrochloride (zoloft). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced depression ("depression,"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2018, the patient experienced hypertension ("hypertension from pain"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), intracranial aneurysm (seriousness criterion medically significant), pelvic pain ("pelvic pain/ pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), menorrhagia ("heavy abnormal bleeding/ abnormal bleeding (menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal),"), dyspareunia ("dyspareunia(painful sexual intercourse), "), vaginal infection ("vaginal infection") and cystitis ("bladder infection"). At the time of the report, the salpingitis, device dislocation, genital haemorrhage, intracranial aneurysm, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, hypertension, dysmenorrhoea, dyspareunia, fatigue, vaginal infection, cystitis, depression and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypertension, intracranial aneurysm, menorrhagia, pelvic pain, salpingitis, urinary tract disorder, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: r tubal ostia cannulated, device deposited 1 coils trailing into cavity. L tubal ostia cannulated, device deposited 1 coils trailing into cavity. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound scan vagina - on an unknown date: again the patient's body habitus and positioning prevent evaluation of the ovaries with ultrasound. No adnexal masses are present. X-ray - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: lower abdominal pain, pelvic pain, abdominal pain, cystitis. Concerning the injuries reported in this case, the following one were reported via medical records: salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: pfs and mr were received: event salpingitis was added. Concomitant drugs were added. Lab data date was added. Medical history were added. Reporter causality comments were added. Reporters were added. Patients race information was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of salpingitis ("chronic salpingitis") and device dislocation ("migration of essure device / displacement of essure / migration of left essure coil into distal left tubal lumen") in a 30 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of cesarean section in 2004 and ovarian torsion, chest pain, perineal pain, perineal pain, hydrosalpinx, menses irregular, tubal ligation, heart disorder, diabetes, cancer, seizures, anemia and pap smear abnormal. Current weight 310 lbs. Concomitant products included ibuprofen since 2012, antibiotics, losartan hct (hydrochlorothiazide;losartan potassium), zoloft (sertraline hydrochloride) and depo provera (medroxyprogesterone acetate). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012 she experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2012 she experienced depression ("depression,"). In (B)(6) 2013 she experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). In (B)(6) 2013 she experienced genital haemorrhage ("heavy abnormal bleeding"). In (B)(6) 2013 she experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2018 she experienced hypertension ("hypertension from pain"). Essure was removed on (B)(6) 2021. An unknown time later she experienced salpingitis (seriousness criteria medically important and intervention required), device dislocation (seriousness criterion intervention required), intracranial aneurysm ("cerebral aneurysm"), pelvic pain ("pelvic pain/ pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), heavy menstrual bleeding ("heavy abnormal bleeding/ abnormal bleeding (menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal),"), dyspareunia ("dyspareunia(painful sexual intercourse), "), vaginal infection ("vaginal infection") and cystitis ("bladder infection"). The patient was treated with surgery (total laparoscopic hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, hypertension, intracranial aneurysm, pelvic pain, salpingitis, urinary tract disorder, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure administration. The reporter commented: r tubal ostia cannulated, device deposited 1 coils trailing into cavity. L tubal ostia cannulated, device deposited 1 coils trailing into cavity. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2013: total bilateral occlusion [ultrasound scan vagina] (date unknown): again the patient's body habitus and positioning prevent evaluation of the ovaries with ultrasound. No adnexal masses are present [x-ray] on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: lower abdominal pain, pelvic pain, abdominal pain, cystitis. Concerning the injuries reported in this case, the following one were reported via medical records: salpingitis. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 03-may-2023: essure removal date & surgery details updated. Medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of salpingitis ("chronic salpingitis") and device dislocation ("migration of essure device / displacement of essure / migration of left essure coil into distal left tubal lumen") in a 30 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of cesarean section in 2004 and ovarian torsion, chest pain, perineal pain, perineal pain, hydrosalpinx, menses irregular, tubal ligation, heart disorder, diabetes, cancer, seizures, anemia and pap smear abnormal. Current weight 310 lbs. Concomitant products included ibuprofen since 2012, antibiotics, losartan hct (hydrochlorothiazide;losartan potassium), zoloft (sertraline hydrochloride) and depo provera (medroxyprogesterone acetate). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012 she experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2012 she experienced depression ("depression,"). In (B)(6) 2013 she experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). In (B)(6) 2013 she experienced genital haemorrhage ("heavy abnormal bleeding"). In (B)(6) 2013 she experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2018 she experienced hypertension ("hypertension from pain"). An unknown time later she experienced salpingitis (seriousness criteria medically important and intervention required), device dislocation (seriousness criterion intervention required), intracranial aneurysm ("cerebral aneurysm"), pelvic pain ("pelvic pain/ pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), heavy menstrual bleeding ("heavy abnormal bleeding/ abnormal bleeding (menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal),"), dyspareunia ("dyspareunia(painful sexual intercourse), "), vaginal infection ("vaginal infection") and cystitis ("bladder infection"). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, hypertension, intracranial aneurysm, pelvic pain, salpingitis, urinary tract disorder, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure administration. The reporter commented: r tubal ostia cannulated, device deposited 1 coils trailing into cavity. L tubal ostia cannulated, device deposited 1 coils trailing into cavity. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on 18-feb-2013: total bilateral occlusion [ultrasound scan vagina] (date unknown): again the patient's body habitus and positioning prevent evaluation of the ovaries with ultrasound. No adnexal masses are present [x-ray] on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: lower abdominal pain, pelvic pain, abdominal pain, cystitis. Concerning the injuries reported in this case, the following one were reported via medical records: salpingitis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), genital haemorrhage ("heavy abnormal bleeding") and intracranial aneurysm ("cerebral aneurysm") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera). In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), intracranial aneurysm (seriousness criterion medically significant), pelvic pain ("pelvic pain/ pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), menorrhagia ("heavy abnormal bleeding/ abnormal bleeding (menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), hypertension ("hypertension from pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse), "), fatigue ("fatigue"), vaginal infection ("vaginal infection"), cystitis ("bladder infection") and depression ("depression,") and was found to have weight increased ("weight gain"). At the time of the report, the device dislocation, genital haemorrhage, intracranial aneurysm, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, hypertension, dysmenorrhoea, dyspareunia, fatigue, vaginal infection, cystitis, depression and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypertension, intracranial aneurysm, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: total bilateral occlusion. X-ray - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2018: pfs received- new event abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder problem, urinary problems, hypertension from pain, dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), fatigue, bladder infection, vaginal infection, migration of essure device, depression, weight gain were added. New reporter, patient information, concomitant drug and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.